Event description:
Therapist set the rate control to 28 bpm and walked away from the ventilator, immediately the rn at the bedside noticed the rate was at 1bpm. Trying to adjust the rate control the therapist stated that the rate goes from 1 to 28 spontaneously. The apnea alarm did activate.